Manufacturer narrative:
The device is not expected to be received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. Per the device instructions for use, "the zipwire hydrophilic guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures." If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Event description: they were using the zip wire off-label with a porta cath (by angio dynamics) for use in chemo therapy. It was to be used for chemo therapy port near the collar bone. The porta cath comes with its own guidewire but they were in trouble and had to use zip wire to guide the catheter and gain venous access near the collar bone. In the process of removing the guidewire after they had placed the catheter, it sheared the hydrophilic coating. They believed the coating was left subcutaneously in the patient. Rep mentioned it was a piece of the coating left. X-ray was taken and was seen in film. Patient will have follow-up x-ray with in 10 days.